Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that their pump was intermittently losing power and restarting. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 11/13/2013-device evaluation: the pump has been returned and evaluated by product analysis on 10/30/2013 with the following findings:the black box data shows a history of multiple reboots occurring on the date of complaint. Two cracks were observed along the battery compartment below the finger pad. There was evidence of moisture within the battery compartment and on the battery cap. The pump was successfully exercised for 24 hours without alarming. No leaks were discovered during leak testing, and there was no evidence of moisture within the pump. A power loss was observed during investigation.